Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right ventricular lead was exhibiting noise and programming changes were done to minimize chance of shocks due to noise. Patient came in clinic for follow-up on (B)(6) 2019 and lead had exhibited non-sustained ventricular over sensing, as well as ventricular tachycardia episodes due to noise. No programming changes could be recommended to eliminate noise due to amplitude and frequency. Patient condition was stable.